Manufacturer narrative:
On october 29, 2020 mentor became aware that it erroneously submitted the wrong value in g4 of the initial report submitted on october 23, 2020. The correct value should have been 10/14/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device number (B)(4), and no non-conformances were identified. During the visual evaluation of the device, a tear measuring approximately 0.4 cm was observed on the anterior view. Leak testing was performed in accordance with mentor's procedures. There were no additional leak sites confirmed. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a during a breast augmentation revision a 600cc mentor smooth round moderate plus profile saline prosthesis deflated as it was being inserted into the left breast. The procedure was continued using a new 600cc mentor smooth round moderate plus profile saline prosthesis. There were no patient consequences or adverse events reported.